Event description:
The facility representative reported a flogard infusion pump that "does not turn on." It is unknown when this condition occurred. Upon further investigation, the quality engineer has confirmed the reported condition as a battery issue. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "does not turn on" was confirmed during evaluation by the service technician. The cause of the reported problem was definitively identified to be a defective/depleted main battery. To resolve the reported problem, the main battery was replaced. Should additional information become available, a follow-up medwatch will be submitted.